Event description:
It was reported that during a pulsed field ablation procedure, the catheter and sheath experienced steering issues, and were no longer maneuverable. Both the catheter and sheath were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012726961 was returned and analyzed. No anomalies were identified during external visual inspection of the handle segment. The nitinol wire was observed to be bent in the distal arm transition on the spiral array segment. On the shaft segment, the dual lumen was observed to be detached from the shaft. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the loop catheter failed the returned product inspection due to the bent nitinol wire in the spiral arrays distal arm transition and the dual lumen detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.